Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The damage noted on the lead is consistent with procedural damage. The reported events of oversensing, high pacing impedance, high capture thresholds, and low sensing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, oversensing, high pacing impedance, high capture threshold, and low sensing were observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.